Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, reported by the patient via social media, the patient feels pain many times when urinating. When having sex, the patient noted, having "no strength to enter it... It bends." He is saying that he has had the following problem for three years (the pump has been implanted for 10 years)... When he urinates there's an odor and basically he's discharging white fluid and he believes the tubing of the pump is tangled.